Event description:
PICC found to be leaking at catheter hub site. Clinician attempted to remove line at that time. Resistance felt and warm compress applied to patient for 1 hour. The second attempt caused PICC line to snap leaving 1 cm above skin line. The third attempt caused the second line to snap leaving a section inside the patient. The remaining line was surgically retrieved the next day. Patient stable.

Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when completed.